Event description:
It was reported that the patient went emergency due to low blood pressure and high blood glucose level event on (B)(6) 2026. The patient was subsequently hospitalization and remained in hospital for greater than twenty four hours. Due to the event, the patient blood glucose level was 483 mg/dl and was treated with multiple daily injections and also experienced symptoms including lethargy, tired/weak.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.